Event description:
It was reported that this right ventricular (rv) lead was explanted due to noise. A new rv lead of the same model was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was conducted to assess the lead and measurements were found to be within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip revealed no anomalies. Direct observation identified fractured lead conductors consistent with clavicle/first rib crush. Fractured lead conductors are considered a design issue when the field report indicates the damage occurred during normal use.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to noise. A new rv lead of the same model was successfully implanted. The lead was returned for analysis. No additional adverse patient effects were reported.